Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.